Manufacturer narrative:
This report is submitted on july 01, 2024.

Event description:
Per the clinic, the abutment was removed under general anesthesia on (B)(6) 2024, due to a skin overgrowth. During the procedure, the patient underwent revision surgery to remove the excess skin.